Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. Customer's blood glucose level was 300 mg/dl in the middle of the night. She treated with the insulin pump but still woke up high. The device was not returned.